Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the button "1" does not respond to presses and the customer is unable to unlock to pump. Customer had elevated blood glucose levels (500 mg/dl). Customer delivered novolog injections to stabilize blood glucose levels.